Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that after the patient was intubated with an 8.5 microcuff endotracheal tube (ett), the microcuff began to leak and the patient experienced ventilator loss. The patient was re-intubated with an 8.0 microcuff ett, using a boujie and stylet. During the removal of the 8.5 microcuff, the physician alleged having to peel away some cuff material from the pharnyx of the patient. Per additional information received, there was difficulty with the intubation, and the clinician then used the stylet with a glidescope. When the cuff pressure was initially checked it read 50 cmh2o, the cuff pressure then was reduced to 30 cmh2o. No bite block or oral airway was used. The patient vomited during post intubation attempts. Additional information from the anesthesiologist was received. The majority of the 8.5 microcuff was off the tube in the pharynx during the exchange, almost as if it had peeled off the tube. No further information has been provided at this time.

Manufacturer narrative:
All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information was received on (B)(6) 2017 that states, the initial tube was placed on (B)(6) 2017 and not (B)(6) 2017 as previously reported. The exchange for the second tube took place on (B)(6) 2017.